Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that review of the daily threshold and impedance measurements trends showed the shock impedance measurements appeared to have been gradually increasing over time till they were greater than 125 ohms. The rv lead settings were successfully reprogrammed back to normal shock impedance measurements. No patient impacts or adverse effects were reported. This rv lead remains in service.